Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for volume accuracy at a delivery rate of 40 ml/hr at a vtbi of 40 for a one hour run time and delivered within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused. It infused 36ml of 40 ml, then 16ml of 20ml. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.